Event description:
It was reported to philips that the touchscreen continues to go out of calibration. This event was reported to have occurred during pre-use set up. There was no delay to therapy and no patient harm. The customer spoke with a philips remote service engineer (rse). The customer has attempted calibration many times, but the touchscreen will not stay calibrated. The customer was provided with the part number for the touchscreen. Following the evaluation of the device, the customer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed, and it was determined that the root cause was the touchscreen.